Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional regarding a patient receiving clonidine (concentration 1mg/ml, dose 0.4499mg/day), bupivacaine (concentration 5mg/ml, dose 2.24mg/day) and dilaudid (concentration 30mg/ml, dose 13.496mg/day) via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The patient stated that he started hearing an alarm few days prior to this event report date. A motor stall (occurred (B)(6) 2015) and stopped pump period may exceed tube set (occurred (B)(6) 2015) was noted during interrogation (this was also reported as a pump failure by the manufacturing representative) and reported as (pump no longer working by the nurse, per patient). The patient did not recently have a magnetic resonance imaging (MRI). The patient experienced sudden symptoms of nausea, vomiting and lethargic. The patient had been off their oral medications too. The pump was replaced on (B)(6) 2015 and the patient was to be started at a lower dose